Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.